Manufacturer narrative:
(B) (4). Eval, result: dislodgement. Calcified left main. Eval, conclusion: calcified left main. Eval summary: the stent delivery system only was returned as the stent was successfully deployed and therefore was not returned. On review of the device the hypotube was kinked 76cm distal to the strain relief. The distal tip was slightly flared. The proximal balloon pillow folds were partially opened. There were crimp bake impressions evident along the balloon.

Event description:
An endeavor rapid exchange (rx) drug-eluting coronary stent delivery system length 18mm, diameter 2.75mm was used to treat a calcified lesion in a pt's left main. It was reported that the stent dislodged during the procedure. The physician encountered difficulties when advancing that stent through the calcified left main. It was reported that the stent became stuck in the lesion and when the physician attempted to withdraw the device, the stent dislodged. The physician was then able to successfully deploy the stent at the lesion site using a 1.5mm balloon. It was reported that the stent was optimally positioned, so as to cover the entire lesion and it was not necessary to deploy any other devices to cover the lesion. Pt was reported to be fine post procedure and no clinical sequelae have been reported. The stent delivery system was returned to medtronic for eval.